Event description:
The patient reported via a healthcare professional that they wanted the device removed because it hurt and had moved to the hips. The implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.